Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Traps gums [gingival injury]. Two have had the brush heads break away, this traps your gums [injury associated with device] they gave an interference fit on the shaft and so far two have had the brush heads break away [device breakage.] Case description: a male consumer of unspecified age reported via letter on 23-jun-2016 that from the offset, the oral-b power oral care refills precision clean gave an interference fit on the shaft and so far two from a package of four have had the heads break away while used with an oral-b rechargeable toothbrush type 4729. He explained that this then traps one's gums. He stated that he was a regular user of oral-b toothbrush heads and his typical usage was to change them every two months. The case outcome was unknown. No further information was provided.